Event description:
Rn of home pt (hp) reports leak in tubing of homechoice set during automated peritoneal dialysis treatment. Hp reports leak noted in pt line tubing of set. Hp ended treatment and restarted with new supplies to complete treatment per rn and hp. No pt injury or medical intervention required per hp.